Manufacturer narrative:
(B)(4). Analysis of the returned trial lead model 977d160 serial (B)(4) showed no anomalies.

Event description:
It was reported during the trial, the lead had very high impedances (values unspecified/unknown). Impedances were tested and reprogramming was performed. The lead was moved to a different level in the patient while testing. The lead was moved to the opposite location of the multi-lead trialing cable (mltc) where the other lead was working correctly. The readings were the same with no stimulation felt by the patient. The device was not implanted as a result of the event. The lead and the mltc components were then replaced. The same issue happened again, but in recovery, everything started working again. No complications were reported with the event. The patient's status was noted to be alive with no injury. Follow up information received on nov. 21, 2014 reported that, in recovery, impedances were normal and the patient received good paresthesia. If additional information is received, a follow-up report will be sent.